Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a-33, lot# v028485, implanted: (B)(6) 2007, product type: lead. (B)(4)

Event description:
It was reported that the patient felt burning pain underneath the implantable neurostimulator (ins), and the burning pain started about two to three weeks ago. The patient fell in the garage (on (B)(6) 2013) before the pain started, and the frequency and level of the pain was increasing. It was noted that it had been a hard fall, and the patient had sprained her back from the fall. The patient was scheduled to meet with the physician (B)(6) 2013. No outcome or interventions were reported for this event. If additional information is received, a follow up report will be sent.